Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure, and the device was withdrawn from the patient. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The mynx vcd was used in a transfemoral cerebral angiography (tfca) procedure performed using a retrograde approach. A 5f non-cordis catheter sheath introducer was used. The balloon lost pressure after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery. No visible damage was noted to the sheath or distal end after removal. Vessel tortuosity was reported as little. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than 5 mm, with no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device was prepared according to the instructions for use, and the user was trained to the device. The device will be returned for evaluation.